Event description:
Caller reported a cartridge alarm 30 occurred during the load process. There was no adverse impact to the customer's blood glucose level. Customer did not wait for prompt to remove used cartridge; cts provided education on following proper procedure, which the caller understood and acknowledged. As the pump was out of warranty, cts decided to replace it and the caller expressed interest in an out-of-warranty loaner pump.